Event description:
It was reported that, "putting in the t2 ankle arthothesis nail, the proximal locking screws and distal locking screw all missed there holes."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.